Event description:
One pt with discrepant ft4 results. Initial result 28.2 pmol/l, repeat 17.1 pmol/l. No adverse events reported in association with the incorrect results. If additional info is received, appropriate notification will be provided.